Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor would not power up. The cause for the failure was isolated to multiple shorted and thermally damaged components on the defibrillator pca and computer/analog boards. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt delivers a pulse below the lower limit.